Event description:
It was reported that there was a black mark in the balloon of a small volume intermate. The particulate matter was identified after the device was compounded with aztreonam, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured march 25, 2015 ¿ march 27, 2015. The device was received for evaluation. Visual inspection revealed a single black particle approximately 0.07 square mm in size embedded in the material of the stress member. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.